Event description:
It was reported that the pump over infused. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Manufacturer narrative:
D9 - date returned to mfg: 01-nov-2024. H3: one device was received for evaluation. Service history review identified that the device had not been in service before. The reported issue was confirmed through fluid accuracy test. The root cause was not identified. The camshaft mechanism was replaced. A performance verification test was performed. The device passed all testing criteria.